Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2007. Plaintiff had an hysterosalpingogram performed, during which blockage of her fallopian tubes was confirmed. Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding and blood clotting. Additionally, after being implanted with essure she began suffering from symptoms of depression and fatigue. In fact, plaintiff was diagnosed with clinical depression and was subsequently prescribed zoloft as treatment. Ever since undergoing the essure procedure, plaintiff also began suffering weight fluctuations and pain during intercourse. Since undergoing the essure procedure she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. On or around (B)(6) 2016, plaintiff underwent the laparoscopic removal of her left-side essure coil and left fallopian tube. The left-side coil had perforated her fallopian tube. The ride-sided coil was found outside of her fallopian tube. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and her left side coil had perforated her fallopian tube and ride-sided coil was found outside of her fallopian tube. These events were seen as a fallopian tube perforation and a device dislocation respectively. Both are listed in the reference safety information for essure. This case is not medically confirmed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body, a device dislocation into the fallopian tube, migration into abdominal cavity, or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation and perforation are unknown. Therefore, given the nature of these events, it was considered related to essure. This case was regarded as incident as an intervention was required (surgical removal of essure) product technical analysis is being sought. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
Follow-up received on 29-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and her left side coil had perforated her fallopian tube and ride-sided coil was found outside of her fallopian tube. These events were seen as a fallopian tube perforation and a device dislocation respectively. Both are listed in the reference safety information for essure. This case is not medically confirmed. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body, a device dislocation into the fallopian tube, migration into abdominal cavity, or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation and perforation are unknown. Therefore, given the nature of these events, it was considered related to essure. This case was regarded as incident as an intervention was required (surgical removal of essure) the product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up is allowed and further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left side coil had perforated her fallopian tube"), device dislocation ("ride-sided coil was found outside of her fallopian tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed and coils did elongate and break and were removed in 3 pieces") and genital haemorrhage ("heavy bleeding and blood clotting,genital bleeding") in a 38-year-old female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2010, multigravida, vaginal delivery in 1996, vaginal delivery in 2003, vaginal delivery in 2005, abortion, recurrent abortion, pap smear abnormal, fibroids and parity 3. She denied allergy to nickel or any other component of essure. She denied hypersensitivity reaction to nickel or any other component of essure. She denied use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not use any birth control or contraception. Concomitant products included fluoxetine hydrochloride (prozac) for depression, codeine phosphate;paracetamol (tylenol with codeine) for pain as well as cyclobenzaprine and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("severe back pain/back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines/migraines"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("symptoms of depression/ clinical depression/depression") and menometrorrhagia ("heavy, irregular bleeding"). In (B)(6) 2010, the patient experienced menstruation irregular ("irregular cycles"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe abdominal pain/abdominal pain/lower abdomen pain"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), constipation ("constipation"), complication of device removal ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed"), allergy to metals ("experienced a hypersensitivity reaction to nickel or any other component of essure"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("bloat"), headache ("headache"), urinary tract infection ("urinary tract infection") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain") and blood cholesterol ("cholesterol"). The patient was treated with ceftriaxone sodium (rocephin), morphine, sertraline hydrochloride (zoloft), on (B)(6) 2016, she underwent laparoscopic lysis of adhesions and right partial salpingectomy. And surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, genital haemorrhage, dysmenorrhoea, weight fluctuation, constipation, complication of device removal, menometrorrhagia, allergy to metals, menstruation irregular, headache, urinary tract infection, musculoskeletal pain, weight increased and blood cholesterol outcome was unknown, the abdominal pain, back pain, depression, fatigue, migraine, dysgeusia, nausea, vomiting, abdominal distension and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, blood cholesterol, complication of device removal, constipation, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, pelvic inflammatory disease, urinary tract infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: essure implant was inserted in the right fallopian tube at the level of the green mark on the essure implant and 4 rings could be visualized. On (B)(6) 2016, she underwent partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. Plaintiff did retain the essure but did not return essure or any portion of it to conceptus or bayer. She underwent laparoscopic lysis of adhesions, right partial salpingectomy with removal of essure implant, left salpingectomy and partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. The left fallopian tube was lifted up and transacted along the mesosalpinx using the harmonic scalpel. At the point that they reached the coil we transacted the tube. Doctor then used monopolar scissors to create a salpingostomy in remaining tube and to dissect tissue off of the coil to help release it. Once again placed traction on the implant and portion of it was removed but then it broke off from remaining coils. The tube and portion of essure coil were removed carefully through the trocar. Then tugged on the remaining coil, but only a small piece broke off which we removed.examination of the specimen showed that coils had been removed, however small end piece was not able to found in the specimen. At this point, decided to set up for a hysteroscopy to see if small piece could be seen from the view better as nothing was visible laparoscopically. They performed a diagnostic hysteroscopy. No essure piece could be seen. Then threaded a ureteral stent through the left cornua hysteroscopically to serve as a radioopaque marker. All instruments were then removed from the vagina. They repeated abdominal x-ray and it was determined that remaining piece of essure device was close to the serosa of the left cornua. After careful inspection of the area again laparoscopically, a hard piece could be palpated near the posterior surface of the hysterotomy and it was carefully dissected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease and device breakage and device removal complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 13.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure placement was confirmed. Pregnancy test urine - on (B)(6) 2010: results: negative; on 14-jul-2016: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: plaintiff fact sheet received : event heavy irregular bleeding, headache, experienced a hypersensitivity reaction to nickel or any other component of essure , nausea, vomiting, bloat and irregular cycles, shoulder pain, urinary tract infection and cholesterol were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left side coil had perforated her fallopian tube'), device dislocation ('ride-sided coil was found outside of her fallopian tube'), pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed and coils did elongate and break and were removed in 3 pieces') and genital haemorrhage ('heavy bleeding and blood clotting,genital bleeding') in a 38-year-old female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2010, vaginal delivery in 2005, vaginal delivery in 2003, vaginal delivery in 1996, multigravida, abortion, recurrent abortion, pap smear abnormal, fibroids, parity 3, vaginal discharge, pelvic pain, back pain, fever and urinary tract discomfort. She denied allergy to nickel or any other component of essure. She denied hypersensitivity reaction to nickel or any other component of essure. She denied use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not use any birth control or contraception. On (B)(6) 2016, x-ray of pelvis and hip revealed single fleck of metal remaining in the pelvis. Addendum: this patient had essure removal. The left essure device broke apart. Overlying the inferior sacrum just to the left of midline there are a few flecks of metallic density which could be portions of the broken essure device. Pathology test revealed fallopian tube, left, excision-fimbriated segment of fallopian tube with paratubal cyst, complete, cross section identified, metallic coils were present partial fallopian tube, right, excision revealed segment of fallopian tube, complete cross section identified, metallic coils were present. Exam under anesthesia revealed a 7 week sized mobile uterus. Laparoscopy revealed mild adhesive disease between bowel and abdominal wall in rlq (interpreted as right lower quadrant) around area of prior appendectomy. Left tube had visible essure coil which had actually perforated near the junction of the ampullary and isthmus region of tube. Left ovary appeared normal. Right fallopian tube and ovary appeared to be surgically absent. Essure coil could be seen in tubal stump, but had not perforated through. On hysteroscopy, normal appearing uterine cavity was noted, with bilateral tubal ostia visualized. Left tubal ostia at that point was enlarged due to partial cornual resection. Essure implant was inserted in the right fallopian tube at the level of the green mark on the essure implant and 4 rings could be visualized. Concurrent conditions included endometritis, diarrhea, hyperlipidemia, depression, gastroenteritis nos, smoker, uti, immunization, photophobia, dysuria, obesity, urine odor foul, cloudy urine, nausea, delayed period, vaginitis, perineal pain, flank pain, uterine fibroid, blood in urine, suprapubic pain and panic attacks. Concomitant products included fluoxetine hydrochloride (prozac) for depression, codeine phosphate;paracetamol (tylenol with codeine) for pain as well as alprazolam (xanax), cyclobenzaprine, ibuprofen, metronidazole, ondansetron hydrochloride and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("severe back pain/back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines/migraines"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("symptoms of depression/ clinical depression/depression") and menometrorrhagia ("heavy, irregular bleeding"). In (B)(6) 2010, the patient experienced menstruation irregular ("irregular cycles"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe abdominal pain/abdominal pain/lower abdomen pain"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), constipation ("constipation"), complication of device removal ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed"), allergy to metals ("experienced a hypersensitivity reaction to nickel or any other component of essure"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("bloat"), headache ("headache"), urinary tract infection ("urinary tract infection"), musculoskeletal pain ("shoulder pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain") and blood cholesterol ("cholesterol"). The patient was treated with ceftriaxone sodium (rocephin), morphine, sertraline hydrochloride (zoloft) and surgery (on (B)(6) 2016, she underwent laparoscopic lysis of adhesions and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, genital haemorrhage, dysmenorrhoea, weight fluctuation, constipation, complication of device removal, menometrorrhagia, allergy to metals, menstruation irregular, headache, urinary tract infection, musculoskeletal pain, weight increased, blood cholesterol and pelvic pain outcome was unknown, the abdominal pain, back pain, depression, fatigue, migraine, dysgeusia, nausea, vomiting, abdominal distension and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, blood cholesterol, complication of device removal, constipation, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: essure implant was inserted in the right fallopian tube at the level of the green mark on the essure implant and 4 rings could be visualized. On (B)(6) 2016, she underwent partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. Plaintiff did retain the essure but did not return essure or any portion of it to conceptus or bayer. She underwent laparoscopic lysis of adhesions, right partial salpingectomy with removal of essure implant, left salpingectomy and partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. The left fallopian tube was lifted up and transacted along the mesosalpinx using the harmonic scalpel. At the point that they reached the coil we transacted the tube. Doctor then used monopolar scissors to create a salpingostomy in remaining tube and to dissect tissue off of the coil to help release it. Once again placed traction on the implant and portion of it was removed but then it broke off from remaining coils. The tube and portion of essure coil were removed carefully through the trocar. Then tugged on the remaining coil, but only a small piece broke off which we removed.examination of the specimen showed that coils had been removed, however small end piece was not able to found in the specimen. At this point, decided to set up for a hysteroscopy to see if small piece could be seen from the view better as nothing was visible laparoscopically. They performed a diagnostic hysteroscopy. No essure piece could be seen. Then threaded a ureteral stent through the left cornua hysteroscopically to serve as a radioopaque marker. All instruments were then removed from the vagina. They repeated abdominal x-ray and it was determined that remaining piece of essure device was close to the serosa of the left cornua. After careful inspection of the area again laparoscopically, a hard piece could be palpated near the posterior surface of the hysterotomy and it was carefully dissected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease and device breakage and device removal complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 13.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure placement was confirmed both fallopian tubes appear occluded. Neither implant appears migrated back into the endometrial cavity. The left implant lies slightly more lateral than does the right. Pathology test - on an unknown date: endocervical curettings: -benign endocervical tissue. -there is no evidence of epithelial dysplasia or viral cytopathic effects. 2. Endometrium, curetting: -proliferative endometrium with stromal breakdown. -there is no evidence of endometrial hyperplasia, invasive carcinoma or chronic endometritis. Benign endocervical tissue; on an unknown date: there is age-appropriate gray-white differentiation and ventricular size unremarkable CT of the brain with intravenous contrast media. 2. Nursing staff for dr. Gordon's office personally notified. Pregnancy test urine - on (B)(6) 2010: results: negative; on (B)(6) 2016: results: negative. Ultrasound abdomen - on an unknown date: uterine leiomyoma. Essure within normal limits. Right ovary not visualized. Ultrasound scan vagina - on an unknown date: small uterine fibroids. Probable small fibroid posteriorly also seen previously, no other significant abnormalities. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menometrorrhagia, abdominal pain, nausea, vomitting, pid, essure device broke apart, uti urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: pif received: new event " pelvic pain" and reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left side coil had perforated her fallopian tube'), device dislocation ('ride-sided coil was found outside of her fallopian tube'), pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed and coils did elongate and break and were removed in 3 pieces') and genital haemorrhage ('heavy bleeding and blood clotting,genital bleeding') in a 38-year-old female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicectomy on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2010, vaginal delivery in 2005, vaginal delivery in 2003, vaginal delivery in 1996, multigravida, abortion, recurrent abortion, pap smear abnormal, fibroids, parity 3, vaginal discharge, pelvic pain, back pain, fever and urinary tract discomfort. She denied allergy to nickel or any other component of essure. She denied hypersensitivity reaction to nickel or any other component of essure. She denied use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not use any birth control or contraception. On (B)(6) 2016,x-ray of pelvis and hip revealed single fleck of metal remaining in the pelvis. Addendum: this patient had essure removal. The left essure device broke apart. Overlying the inferior sacrum just to the left of midline there are a few flecks of metallic density which could be portions of the broken essure device. Pathology test revealed fallopian tube, left, excision-fimbriated segment of fallopian tube with paratubal cyst, complete, cross section identified, metallic coils were present partial fallopian tube, right, excision revealed segment of fallopian tube, complete cross section identified, metallic coils were present. Exam under anesthesia revealed a 7 week sized mobile uterus. Laparoscopy revealed mild adhesive disease between bowel and abdominal wall in rlq (interpreted as right lower quadrant) around area of prior appendectomy. Left tube had visible essure coil which had actually perforated near the junction of the ampullary and isthmus region of tube. Left ovary appeared normal. Right fallopian tube and ovary appeared to be surgically absent. Essure coil could be seen in tubal stump, but had not perforated through. On hysteroscopy, normal appearing uterine cavity was noted, with bilateral tubal ostia visualized. Left tubal ostia at that point was enlarged due to partial cornual resection. Essure implant was inserted in the right fallopian tube at the level of the green mark on the essure implant and 4 rings could be visualized. Concurrent conditions included endometritis, diarrhea, hyperlipidemia, depression, gastroenteritis nos, smoker, uti, immunization, photophobia, dysuria, obesity, urine odor foul, cloudy urine, nausea, delayed period, vaginitis, perineal pain, flank pain, uterine fibroid, blood in urine, suprapubic pain and panic attacks. Concomitant products included fluoxetine hydrochloride (prozac) for depression, codeine phosphate;paracetamol (tylenol with codeine) for pain as well as alprazolam (xanax), cyclobenzaprine, ibuprofen, metronidazole, ondansetron hydrochloride and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("severe back pain/back pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines/migraines"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("symptoms of depression/ clinical depression/depression") and menometrorrhagia ("heavy, irregular bleeding"). In (B)(6) 2010, the patient experienced menstruation irregular ("irregular cycles"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe abdominal pain/abdominal pain/lower abdomen pain"). On (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/menstrual pain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), constipation ("constipation"), complication of device removal ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed"), allergy to metals ("experienced a hypersensitivity reaction to nickel or any other component of essure"), nausea ("nausea"), vomiting ("vomiting"), abdominal distension ("bloat"), headache ("headache"), urinary tract infection ("urinary tract infection"), musculoskeletal pain ("shoulder pain") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain") and blood cholesterol ("cholesterol"). The patient was treated with ceftriaxone sodium (rocephin), morphine, sertraline hydrochloride (zoloft) and surgery (on (B)(6) 2016, she underwent laparoscopic lysis of adhesions and bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, genital haemorrhage, dysmenorrhoea, weight fluctuation, constipation, complication of device removal, menometrorrhagia, allergy to metals, menstruation irregular, headache, urinary tract infection, musculoskeletal pain, weight increased, blood cholesterol and pelvic pain outcome was unknown, the abdominal pain, back pain, depression, fatigue, migraine, dysgeusia, nausea, vomiting, abdominal distension and abdominal pain lower had resolved and the dyspareunia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, blood cholesterol, complication of device removal, constipation, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menometrorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, pelvic inflammatory disease, pelvic pain, urinary tract infection, vomiting, weight fluctuation and weight increased to be related to essure. The reporter commented: essure implant was inserted in the right fallopian tube at the level of the green mark on the essure implant and 4 rings could be visualized. On (B)(6) 2016, she underwent partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. Plaintiff did retain the essure but did not return essure or any portion of it to conceptus or bayer. She underwent laparoscopic lysis of adhesions, right partial salpingectomy with removal of essure implant, left salpingectomy and partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. The left fallopian tube was lifted up and transacted along the mesosalpinx using the harmonic scalpel. At the point that they reached the coil we transacted the tube. Doctor then used monopolar scissors to create a salpingostomy in remaining tube and to dissect tissue off of the coil to help release it. Once again placed traction on the implant and portion of it was removed but then it broke off from remaining coils. The tube and portion of essure coil were removed carefully through the trocar. Then tugged on the remaining coil, but only a small piece broke off which we removed.examination of the specimen showed that coils had been removed, however small end piece was not able to found in the specimen. At this point, decided to set up for a hysteroscopy to see if small piece could be seen from the view better as nothing was visible laparoscopically. They performed a diagnostic hysteroscopy. No essure piece could be seen. Then threaded a ureteral stent through the left cornua hysteroscopically to serve as a radioopaque marker. All instruments were then removed from the vagina. They repeated abdominal x-ray and it was determined that remaining piece of essure device was close to the serosa of the left cornua. After careful inspection of the area again laparoscopically, a hard piece could be palpated near the posterior surface of the hysterotomy and it was carefully dissected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease and device breakage and device removal complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 13.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: essure placement was confirmed both fallopian tubes appear occluded. Neither implant appears migrated back into the endometrial cavity. The left implant lies slightly more lateral than does the right.. Pathology test - on an unknown date: endocervical curettings: -benign endocervical tissue. -there is no evidence of epithelial dysplasia or viral cytopathic effects. 2. Endometrium, curetting: -proliferative endometrium with stromal breakdown. -there is no evidence of endometrial hyperplasia, invasive carcinoma or chronic endometritis. Benign endocervical tissue; on an unknown date: there is age-appropriate gray-white differentiation and ventricular size unremarkable CT of the brain with intravenous contrast media. 2. Nursing staff for dr. Gordon's office personally notified. Pregnancy test urine - on (B)(6) 2010: results: negative; on (B)(6) 2016: results: negative. Ultrasound abdomen - on an unknown date: uterine leiomyoma. Essure within normal limits. Right ovary not visualized. Ultrasound scan vagina - on an unknown date: small uterine fibroids. Probable small fibroid posteriorly also seen previously, no other significant abnormalities.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menometrorrhagia~,abdominal pain,nausea,vomitting,pid,essure device broke apart,uti urinary tract infection lot number:627303 manufacturing date:2008-05 expiration date:2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left side coil had perforated her fallopian tube"), device dislocation ("ride-sided coil was found outside of her fallopian tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed and coils did elongate and break and were removed in 3 pieces") and genital haemorrhage ("heavy bleeding and blood clotting") in a (B)(6) year-old female patient who had essure (batch no. 627303) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2010, multigravida, vaginal delivery in 1996, vaginal delivery in 2003, vaginal delivery in 2005, abortion, recurrent abortion, pap smear abnormal, fibroids and parity 3. She denied allergy to nickel or any other component of essure. She denied hypersensitivity reaction to nickel or any other component of essure. She denied use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not use any birth control or contraception. Concomitant products included fluoxetine hydrochloride (prozac) for depression, panadeine co (tylenol with codeine) for pain as well as cyclobenzaprine and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), abdominal pain ("severe abdominal pain/abdominal pain/lower abdomen pain"), back pain ("severe back pain/back pain"), depression ("symptoms of depression/ clinical depression/depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines/migraines"). On (B)(6) 2016, 7 years 4 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), constipation ("constipation") and complication of device removal ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed"). The patient was treated with sertraline (zoloft), morphine, ceftriaxone (rocephin) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, depression, fatigue, weight fluctuation, constipation and complication of device removal outcome was unknown, the dyspareunia was resolving and the migraine and dysgeusia had resolved. The reporter considered abdominal pain, back pain, complication of device removal, constipation, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, pelvic inflammatory disease and weight fluctuation to be related to essure. The reporter commented: essure implant was inserted in the right fallopian tube at the level of the green mark on the essure implant and 4 rings could be visualized. On (B)(6) 2016, she underwent partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. Plaintiff did retain the essure but did not return essure or any portion of it to conceptus or bayer. She underwent laparoscopic lysis of adhesions, right partial salpingectomy with removal of essure implant, left salpingectomy and partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. The left fallopian tube was lifted up and transacted along the mesosalpinx using the harmonic scalpel. At the point that they reached the coil we transacted the tube. Doctor then used monopolar scissors to create a salpingostomy in remaining tube and to dissect tissue off of the coil to help release it. Once again placed traction on the implant and portion of it was removed but then it broke off from remaining coils. The tube and portion of essure coil were removed carefully through the trocar. Then tugged on the remaining coil, but only a small piece broke off which we removed. Examination of the specimen showed that coils had been removed, however small end piece was not able to found in the specimen. At this point, decided to set up for a hysteroscopy to see if small piece could be seen from the view better as nothing was visible laparoscopically. They performed a diagnostic hysteroscopy. No essure piece could be seen. Then threaded a ureteral stent through the left cornua hysteroscopically to serve as a radioopaque marker. All instruments were then removed from the vagina. They repeated abdominal x-ray and it was determined that remaining piece of essure device was close to the serosa of the left cornua. After careful inspection of the area again laparoscopically, a hard piece could be palpated near the posterior surface of the hysterotomy and it was carefully dissected. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic inflammatory disease and device breakage and device removal complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure placement was confirmed pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2016: negative. Most recent follow-up information incorporated above includes: on 18-sep-2017: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Event pelvic inflammatory disease, device breakage and device removal complication was added from medical records and events metallic taste in mouth and constipation was added from pfs. Patient's ethnicity, height, essure start date was updated as 16-feb-2009, start date for events "menstrual pain, abdominal pain, back pain, depression, fatigue, heavy bleeding, pain during intercourse and migraines was updated as (B)(6) 2009", event outcome of " pain during intercourse" was updated as recovering / resolving, lot number and expiration date updated, historical conditions added, concomitant drugs added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left side coil had perforated her fallopian tube"), device dislocation ("ride-sided coil was found outside of her fallopian tube"), pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed and coils did elongate and break and were removed in 3 pieces") and genital haemorrhage ("heavy bleeding and blood clotting") in a (B)(6)-year-old female patient who had essure (batch no. 627303) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2010, multigravida, vaginal delivery in 1996, vaginal delivery in 2003, vaginal delivery in 2005, abortion, recurrent abortion, pap smear abnormal, fibroids and parity 3. She denied allergy to nickel or any other component of essure. She denied hypersensitivity reaction to nickel or any other component of essure. She denied use of essure caused or aggravated any psychiatric and/or psychological conditions. She did not use any birth control or contraception. Concomitant products included fluoxetine hydrochloride (prozac) for depression, panadeine co (tylenol with codeine) for pain as well as cyclobenzaprine and ibuprofen. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/menstrual pain"), abdominal pain lower ("severe abdominal pain/abdominal pain/lower abdomen pain"), back pain ("severe back pain/back pain"), depression ("symptoms of depression/ clinical depression/depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse") and migraine ("severe migraines/migraines"). On (B)(6) 2016, 7 years 4 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), constipation ("constipation") and complication of device removal ("portion of it was removed but then it broke off from remaining coils and then tugged on the remaining coil, but only a small piece broke off which removed"). The patient was treated with sertraline (zoloft), morphine, ceftriaxone (rocephin) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, device breakage, genital haemorrhage, dysmenorrhoea, abdominal pain lower, back pain, depression, fatigue, weight fluctuation, constipation and complication of device removal outcome was unknown, the dyspareunia was resolving and the migraine and dysgeusia had resolved. The reporter considered abdominal pain lower, back pain, complication of device removal, constipation, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, migraine, pelvic inflammatory disease and weight fluctuation to be related to essure. The reporter commented: essure implant was inserted in the right fallopian tube at the level of the green mark on the essure implant and 4 rings could be visualized. On (B)(6) 2016, she underwent partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. Plaintiff did retain the essure but did not return essure or any portion of it to conceptus or bayer. She underwent laparoscopic lysis of adhesions, right partial salpingectomy with removal of essure implant, left salpingectomy and partial cornual wedge resection for complete removal of essure implant, diagnostic hysteroscopy. The left fallopian tube was lifted up and transacted along the mesosalpinx using the harmonic scalpel. At the point that they reached the coil we transacted the tube. Doctor then used monopolar scissors to create a salpingostomy in remaining tube and to dissect tissue off of the coil to help release it. Once again placed traction on the implant and portion of it was removed but then it broke off from remaining coils. The tube and portion of essure coil were removed carefully through the trocar. Then tugged on the remaining coil, but only a small piece broke off which we removed. Examination of the specimen showed that coils had been removed, however small end piece was not able to found in the specimen. At this point, decided to set up for a hysteroscopy to see if small piece could be seen from the view better as nothing was visible laparoscopically. They performed a diagnostic hysteroscopy. No essure piece could be seen. Then threaded a ureteral stent through the left cornua hysteroscopically to serve as a radioopaque marker. All instruments were then removed from the vagina. They repeated abdominal x-ray and it was determined that remaining piece of essure device was close to the serosa of the left cornua. After careful inspection of the area again laparoscopically, a hard piece could be palpated near the posterior surface of the hysterotomy and it was carefully dissected. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic inflammatory disease and device breakage and device removal complication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure placement was confirmed. Pregnancy test urine - on (B)(6) 2010: negative; on (B)(6) 2016: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2017: quality safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs